Manufacturer narrative:
The infiltration pump was received and sent to the supplier for service. Based on the visual inspection and investigation results, a failure of the output control valve was determined to be the cause of the problem. The repair of the pump was performed, and the defective output control valve was replaced. After the replacement, the device passed all the functional testings. Review of the DHR for this lot number was performed, and no issues were found that could have contributed to this incident. Fdd; fdm; fdr and fdc. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information has been requested. Should it become available a supplemental report will be submitted. (B)(4).

Event description:
The customer said the pump is not working correctly. They were able to finish the case with the pump. The pump was not pumping the amount of volume it should. However they were able to continue with it to finish the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.